Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/5/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that one needle-suture piece that pertains to product code z464h was received for evaluation. Upon visual inspection, the returned sample was evaluated. The swage and attachment area were noted to be as expected. The suture was examined and damage on the surface and the end was noted to be cut possibly caused by a surgical instrument. Overall, no needle pull-off was observed. A functional test was performed, and the tensile strength results were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that one detached needle that pertains to product code z464h was returned to ethicon for analysis. It was observed the needle was broken at the swage area. In addition, the suture wasn¿t received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. This case was no patient consequence. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received and will be shipped.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. During the procedure, the suture was detached from the needle upon wound closure on dermis. The operation time was extended within 30 minutes. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/9/2023. H3 investigational summary: the product received for analysis was identified as product code z464h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fractured surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.